Manufacturer narrative:
Concomitant medical products: product ID: neu_3380; product type: lead. Other relevant device(s) are: product ID: neu_3380. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the impedance of the third electrode at the connection region to the extension of the dbs lead is abnormal (high). The third electrode part was bent when the connection region was disconnected in order to replace the extension with an activa adapter. About 20 years ago, after a new soletra implantation, the device continued to be used while the battery was replaced. Currently, percept pc is used. Contributing factors are unknown. Troubleshooting included measuring impedance using the alligator cable and ens for each electrode of the dbs lead. Bipolar measurements, including electrode number 3, showed a high value of 6,560 ohms. Impedance of electrodes 0, 1, and 2 was normal. No actions or interventions were taken as the third electrode was not used. The issue was not resolved at the time of report. No symptoms were reported.